Manufacturer narrative:
Initial and final (B)(4) - device 3 of 6. E1: patient city: (B)(6). Patient country: united states.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced 6 infusion sets leakage at the event site on (B)(6) 2024. The infusion set was in use for 1 day. No further information was available.